Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12nov2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported her humapen savvio device "got stuck" and did not dispense insulin. She experienced decreased blood glucose and coma. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported using the device since 2012 (7 years). The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This is not likely relevant to the event of decreased blood glucose or coma.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 66-year-old female patient of unspecified ethnicity. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) from unknown formulation via reusable humapen savvio (red) device, for treatment of diabetes, beginning in 2012. Dosage regimen was not provided. She also received insulin/ isophane insulin (mixtard) for diabetes, beginning on an unknown date. Dosage regimen was not provided. On (B)(6) 2019, after starting human insulin isophane suspension 70%/human insulin 30% therapy, the humapen savvio (red) device got struck and it did not dispense human insulin isophane suspension 70%/human insulin 30% dose (product complaint number (B)(4)/ lot number unknown). She took dose with insulin/ isophane insulin instead of human insulin isophane suspension 70%/human insulin 30% and missed the dose of human insulin isophane suspension 70%/human insulin 30%. In the night, she had low blood glucose (no values and reference ranges were not provided) and coma (the events of low blood glucose and coma were considered serious due to its medical significance). She ate fruits and then she recovered fully after it. She had not recovered from the event of missed dose. Further information regarding corrective treatment and insulin/ isophane insulin status was not provided. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen savvio (red) device and the training status of the user was not provided. The model humapen savvio (red)device duration of use was not provided. The suspect humapen savvio (red) device duration of use was seven years as it was started in 2012. The suspect humapen savvio (red) device was discontinued. The humapen savvio (red) device associated with product complaint (B)(4)was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the events to human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer related the event of missed dose to the humapen savvio (red) device and did not provide a relatedness assessment for the remaining events to the humapen savvio (red) device. The reporting consumer did not provide a relatedness assessment for the events to insulin/ isophane insulin. Edit 24oct2019: updated medwatch fields for expedited device reporting. No new information added. Edit 01-nov-2019: product complaint number was received on internal communication and processed accordingly. No other changes were made to case. Update 12nov2019: additional information received on 12nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen savvio (red) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 06dec2019: additional information received on 06dec2019 from the global product complaint database which updated device specific safety summary (dsss) to amend error in specific device name.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unspecified ethnicity. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) from unknown formulation via reusable pen (humapen savvio red), for treatment of diabetes, beginning in 2012. Dosage regimen was not provided. She also received insulin/ isophane insulin (mixtard) for diabetes, beginning on an unknown date. Dosage regimen was not provided. On (B)(6) 2019, after starting human insulin isophane suspension 70%/human insulin 30% therapy, humapen savvio red got struck (product complaint number (B)(4)/ lot number unknown) and it did not dispense human insulin isophane suspension 70%/human insulin 30% dose. She took dose with insulin/ isophane insulin instead of human insulin isophane suspension 70%/human insulin 30% and missed the dose of human insulin isophane suspension 70%/human insulin 30%. In the night, she had low blood glucose (no values and reference ranges were not provided) and coma (the events of low blood glucose and coma were considered serious due to its medical significance). She ate fruits and then she recovered fully after it. She had not recovered from the event of missed dose. Information regarding corrective treatment and insulin/ isophane insulin status was not provided. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen savvio red device and her training status was not provided. The model humapen savvio red device duration of use was not provided. The suspect humapen savvio red device duration of use was seven years as it was started in 2012. The use of the suspect humapen savvio red device was discontinued and its return was expected. The reporting consumer did not provide a relatedness assessment for the events to human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer related the event of missed dose to the humapen savvio red device and did not provide a relatedness assessment for the remaining events to the humapen savvio red device. The reporting consumer did not provide a relatedness assessment for the events to insulin/ isophane insulin. Edit 24oct2019: updated medwatch fields for expedited device reporting. No new information added. Edit 01-nov-2019: product complaint number was received on internal communication and processed accordingly. No other changes were made to case.